Event description:
It was reported that an alert was received indicating that the max charge time limit had been reached on several occasions. User-initiated capacitor maintenance in-clinic resulted in an in-range charge time value. Device was explanted and replaced. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.